Event description:
It was reported the catheter was placed femorally in 2007. When the clinician removed the catheter 2 days later, they could not pull the catheter out. As a result, the catheter was removed surgically . He cut the skin to reach the catheter . The tip of the catheter is retained in the pt. The pt was given antibiotics. There was no pt complications reported.

Manufacturer narrative:
The product was discarded and will not be returned to the MFR for eval. A f/u report will be filed if more info becomes available.